Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind sequence. The customer stated that the temporary basal was not programmed before the alarm occurred. The insulin was returned for analysis.

Manufacturer narrative:
The insulin pump received with radiofrequency failed self-test alarm during self-test and was unable to communicate with the test blood glucose meter due to a faulty connector on the radiofrequency board. Device received with normal operating currents, device passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.